Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the sensor had inaccurate readings. Customer's blood glucose was 164 mg/dl and their sensor glucose read 58 mg/dl. The mother also stated the insulin pump went in to threshold suspend due to the inaccurate reading. It was also found the customer was unable to calibrate at the time of the call. The mother declined to troubleshoot for the issues. Customer declined to return the product for analysis.